Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device was too sensitive so the device was calibrated. (B)(4)

Event description:
It was reported that the pacing rate was abnormal and could not be adjusted. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.